Event description:
Medtronic received information that prior to use of a eopa arterial cannula, it was reported that the tip was damaged and deformed. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the tip was deformed and not detached. The cannula was not heated or cooled prior to use.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the tip is damaged/deformed with evidence that it was in the seam of the peel pou ch. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.